Manufacturer narrative:
H9: fsca number, corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted computed tomography (CT) image could not confirm the reported event of stenosis within outflow graft/bend relief. A specific cause for these events could not be conclusively determined through this evaluation. Additionally, analysis of the log files that were provided by the account confirmed low flow events. According to the account, the low flows were due to hypovolemia and hypotension. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The system controller event log file contained events from 213:22:29 through 15:23:50 on (B)(6)2024, per the timestamps. Multiple low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. This document outlines the recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. In addition, the surgical procedures section of heartmate 3 instructions for use heartmate 3 lvas IFU contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. "Preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further issues have been reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a computed tomography (CT) performed on (B)(6)2024. This CT showed that the pump was attached to the apex of the left ventricle (lv). The outflow graft (ofg) was anastomosed to the ascending aorta. There was hypoattenuation with asymmetric filling defect, which was likely related to bio debris in the proximal portion of the ofg along the bend relief. This was causing significant narrowing of the lumen of the outflow cannula. An additional CT scan was done on (B)(6)2024, after the patient had undergone an extrinsic ofg stent due to ofg obstruction. The patient was status post intravascular ultrasound (ivus) guided intervention to the lvad ofg with vbx stent x2. A mild degree of symmetric bio debris was noted without evidence of any narrowing of the ofg. This was noted as being markedly improved compared to CT from (B)(6) 2024. The lv internal dimension during diastole was 4 cm. The right ventricle (rv) was normal in chamber size. 3 cm of soft tissue density was noted adjacent to the outflow cannula insertion at the ascending aorta. Moderate to large fluid collection noted in the left hemothorax was seen in the extracardiac CT. Following the stent the patient arrived to the intensive care unit (ICU) complaining with left chest and breast pain. Shortly after they asystole arrested for 20 seconds. It was noted that patient experienced intermittent low flows which was believed to be due to hypovolemia and hypotension. Brief CPR was required. It was later noted that the patient had worsening anemia, with a bleed into the left chest wall after the stent. This was resolved after placement fluid / blood resuscitation and evaluation of hemothorax with cardiothoracic surgeon.

Event description:
It was reported that the patient asystole arrested for 20 seconds. The patient had undergone an extrinsic outflow graft stent earlier due to outflow graft obstruction. It was noted that patient experienced intermittent low flows which was believed to be due to hypovolemia. Log files were sent for review. The event log file captured persistent low flow events throughout the log file. Pretty low flow values were noted on 14aug2024 at 13:54-13:59. The flow was noted as low as 0.4 lpm. The estimated flow, outside that 0.4 lpm period, was mainly recorded in the low 2 to 2.5 lpm range. The pulsatility index (pi) values were elevated during these low flow events which aligned more with a clinical concern such as pressure or low volume.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.